Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that during a catheter study the catheter was found to be blocked and needed to be replaced. The patient also reported seeing a "little empty bubble" with a "dark bubble" below on their ptm screen.

Manufacturer narrative:
Continuation of d10: product ID 8835; product type: 0201-programmer patient; section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.